Manufacturer narrative:
(B)(4). Date of initial report : 06/17/2016. The investigation found the tip of one jaw was cracked and the overmold broke off exposing the underlying metal. The jaw was damaged as if the surgeon used the tip to pry hard material or inadvertently grasping a metal object and cracking the tip. Scratches were noted on the seal plate at the tip of both jaws as well. The investigation identified the root cause of the reported event to be rough handling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the mechanical structure of the device jaws was disabled. The device was returned for evaluation and initial inspection found that a portion of the tip of the jaws was missing. The customer had reported that nothing fell into the patient's cavity.